Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported experiencing system message errors during a procedure. The unit was restarted and another error code displayed. By this time, the cassette was no longer accepted by the unit. The vitrectomy portion of the case could not be completed. The surgeon proceeded with intraoperative laser.